Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonic stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was palliative treatment for a stenosis due to primary cancer of the colon. Prior to stent placement, free air was not confirmed; however the patient had ascitic fluid. The stent placement was completed successfully without issues. Following the stent placement procedure, the patient had a persistent fever for one week. Therefore, on (B)(6), 2012, a radiographic image was taken and free air was confirmed, indicating a perforation. According to the physician, as there was ascitic fluid prior to stent placement, it is possible that there might have been an ulcerated area in the colon. When the stent was implanted at the target site, the flare of the stent may have been placed at the ulcerated area. The expansion of the flare of the stent contributed to the perforation. Following detection of the perforation, the patient underwent surgery on (B)(6), 2012. The portion of the colon with the colonic stent was removed and a colostomy was performed. The current condition of the patient is unknown; the patient is still under follow-up. It was noted that the patient had not received chemo treatment or radiation therapy prior to the stent placement procedure.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.